Event description:
The patient called to report their pupmp was beeping and there was nothing on the screen. Patient said that the batteries were new in the pump and that patient could not get the pump screen to show. Patient removed the batteries and attempted to reboot the pump. The pump screen did not come up. Patient tried fresh batteries and again the pump would not reboot.